Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the incident on reported 8mm fenestrated bipolar forceps instrument occurred during an inguinal hernia procedure. The event date for reported incident was confirmed. The incident occurred when surgeon's head was inside of the high-resolution stereo viewer (hrsv) of surgeon side console (ssc) while they were attempting to manipulate the instrument. The instrument moved in a wrong direction. It was moving opposite from intended or guided direction. The surgeon intended to move the instrument in a particular direction but, the jaws went to the opposite direction. The timing of instrument movement was appropriate but, the issue of it moving in opposite direction was persistent. The instrument was replaced to resolve the issue. There were no intraoperative interferences or any physical damage(s).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a loose grip cable at the grip hub. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming loose at the distal end.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was not responding to surgeon's hand motion on surgeon side console (ssc) and making larger motions. Possible broken wire. Instrument was acting out of control. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.